Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose was reported between 200-300 mg/dl. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.